Manufacturer narrative:
Pump received unable to perform the displacement test due to broken/detached end cap. Pump received with cracked battery tube threads, cracked lcd window, cracked case display window corner and partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a broken retainer ring. The customer stated that the reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.